Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to what was reported in b5, the device evaluation found the following: the light cover glass adhesive, the optical cover glass adhesive, and the outlet pipe condition sealant were pitted. The distal end cap and the control body aspiration housing-colored ring were worn. The distal end adhesive was lifting. The control body casing, the control body up/down angle control, and the control body left/right angle control were stained. The plug body production labels were damaged. The up/down angle, left/right angle, water removal, water flow, and the electrical safety test were not to specification. The up angle was straining. There was an up/down angle and a left/right angle, which were evident. There was air channel volume blockage evident. There was water channel volume blockage evident. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope channels 3, 4, and 5 were blocked. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: contamination in the air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/white contamination in the air and water channels was determined to likely be a simethicone type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device cleaning /reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.